Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5075127) on 06-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of sciatica ("sciatic pain which was so bad I was on a cane for 3 months") and mental impairment ("fog") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cane user. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced sciatica (seriousness criterion disability), mental impairment (seriousness criterion medically significant), urticaria ("hives"), rash ("rashes"), weight increased ("weight gain"), headache ("headache"), fatigue ("abnormal tiredness"), abdominal pain upper ("stomach cramp"), pain ("body aches and pain"), amnesia ("memory loss") and weight loss poor ("unable to lose weight"). At the time of the report, the sciatica, mental impairment, urticaria, rash, weight increased, headache, fatigue, abdominal pain upper, pain, amnesia and weight loss poor outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, fatigue, headache, mental impairment, pain, rash, sciatica, urticaria, weight increased and weight loss poor with essure. The reporter commented: serious injury criterion and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Diagnostic results: labs done to find out what was wrong with consumer but they all come back normal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5075127) on 06-mar-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and sciatica ('sciatic pain which was so bad I was on a cane for 3 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cane user. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced sciatica (seriousness criterion disability), mental impairment ("fog"), urticaria ("hives"), rash ("rashes"), headache ("headache"), fatigue ("abnormal tiredness"), abdominal pain upper ("stomach cramp"), pain ("body aches and pain"), amnesia ("memory loss") and weight loss poor ("unable to lose weight") and was found to have weight increased ("weight gain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria chronic ("chronic hives"), back pain ("lower back hurts"), pain in extremity ("hurts my right thigh") and abdominal discomfort ("stomach is down"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, sciatica, mental impairment, urticaria, rash, weight increased, headache, fatigue, abdominal pain upper, pain, amnesia, weight loss poor, back pain, pain in extremity and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, fatigue, headache, mental impairment, pain, rash, sciatica, urticaria, weight increased and weight loss poor with essure. The reporter considered abdominal discomfort, back pain, medical device removal, pain in extremity and urticaria chronic to be related to essure. The reporter commented: serious injury criterion and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Diagnostic results: labs done to find out what was wrong with consumer but they all come back normal. Quality-safety evaluation of ptc: quality safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "lower back hurts", "hurts my right thigh" (pain in thigh) and "stomach is down" (stomach discomfort) added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5075127) on 06-mar-2018. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and sciatica ('sciatic pain which was so bad I was on a cane for 3 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cane user. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced sciatica (seriousness criterion disability), mental impairment ("fog"), urticaria ("hives"), rash ("rashes"), headache ("headache"), fatigue ("abnormal tiredness"), abdominal pain upper ("stomach cramp"), pain ("body aches and pain"), amnesia ("memory loss") and weight loss poor ("unable to lose weight") and was found to have weight increased ("weight gain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria chronic ("chronic hives"), back pain ("lower back hurts"), pain in extremity ("hurts my right thigh") and abdominal discomfort ("stomach is down"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, sciatica, mental impairment, urticaria, rash, weight increased, headache, fatigue, abdominal pain upper, pain, amnesia, weight loss poor, back pain, pain in extremity and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, fatigue, headache, mental impairment, pain, rash, sciatica, urticaria, weight increased and weight loss poor with essure. The reporter considered abdominal discomfort, back pain, medical device removal, pain in extremity and urticaria chronic to be related to essure. The reporter commented: serious injury criterion and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Diagnostic results: labs done to find out what was wrong with consumer but they all come back normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5075127) on 06-mar-2018. The most recent information was received on 12-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of sciatica ("sciatic pain which was so bad I was on a cane for 3 months") and mental impairment ("fog") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cane user. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced sciatica (seriousness criterion disability), mental impairment (seriousness criterion medically significant), urticaria ("hives"), rash ("rashes"), weight increased ("weight gain"), headache ("headache"), fatigue ("abnormal tiredness"), abdominal pain upper ("stomach cramp"), pain ("body aches and pain"), amnesia ("memory loss") and weight loss poor ("unable to lose weight"). At the time of the report, the sciatica, mental impairment, urticaria, rash, weight increased, headache, fatigue, abdominal pain upper, pain, amnesia and weight loss poor outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, fatigue, headache, mental impairment, pain, rash, sciatica, urticaria, weight increased and weight loss poor with essure. The reporter commented: serious injury criterion and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Diagnostic results: labs done to find out what was wrong with consumer but they all come back normal. Quality-safety evaluation of ptc: quality safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administaration, reference number: mw5075127) on 06-mar-2018. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: quality safety evaluation of ptc this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal'), sciatica ('sciatic pain which was so bad I was on a cane for 3 months') and mental impairment ('fog') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cane user. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced sciatica (seriousness criterion disability), mental impairment (seriousness criterion medically significant), urticaria ("hives"), rash ("rashes"), headache ("headache"), fatigue ("abnormal tiredness"), abdominal pain upper ("stomach cramp"), pain ("body aches and pain"), amnesia ("memory loss") and weight loss poor ("unable to lose weight") and was found to have weight increased ("weight gain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria chronic ("chronic hives "). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, sciatica, mental impairment, urticaria, rash, weight increased, headache, fatigue, abdominal pain upper, pain, amnesia and weight loss poor outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, fatigue, headache, mental impairment, pain, rash, sciatica, urticaria, weight increased and weight loss poor with essure. The reporter considered medical device removal and urticaria chronic to be related to essure. The reporter commented: serious injury criterion and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Diagnostic results: labs done to find out what was wrong with consumer but they all come back normal. Most recent follow-up information incorporated above includes: on 23-mar-2020: new chronic hives was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5075127) on 06-mar-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and sciatica ('sciatic pain which was so bad I was on a cane for 3 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cane user. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced sciatica (seriousness criterion disability), mental impairment ("fog"), urticaria ("hives"), rash ("rashes"), headache ("headache"), fatigue ("abnormal tiredness"), abdominal pain upper ("stomach cramp"), pain ("body aches and pain"), amnesia ("memory loss") and weight loss poor ("unable to lose weight") and was found to have weight increased ("weight gain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria chronic ("chronic hives"), back pain ("lower back hurts"), pain in extremity ("hurts my right thigh") and abdominal discomfort ("stomach is down"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, sciatica, mental impairment, urticaria, rash, weight increased, headache, fatigue, abdominal pain upper, pain, amnesia, weight loss poor, back pain, pain in extremity and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, fatigue, headache, mental impairment, pain, rash, sciatica, urticaria, weight increased and weight loss poor with essure. The reporter considered abdominal discomfort, back pain, medical device removal, pain in extremity and urticaria chronic to be related to essure. The reporter commented: serious injury criterion and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Diagnostic results: labs done to find out what was wrong with consumer but they all come back normal. Quality-safety evaluation of ptc: quality safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "lower back hurts", "hurts my right thigh" (pain in thigh) and "stomach is down" (stomach discomfort) added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administaration, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal'), sciatica ('sciatic pain which was so bad I was on a cane for 3 months') and mental impairment ('fog') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cane user. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced sciatica (seriousness criterion disability), mental impairment (seriousness criterion medically significant), urticaria ("hives"), rash ("rashes"), headache ("headache"), fatigue ("abnormal tiredness"), abdominal pain upper ("stomach cramp"), pain ("body aches and pain"), amnesia ("memory loss") and weight loss poor ("unable to lose weight") and was found to have weight increased ("weight gain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal, sciatica, mental impairment, urticaria, rash, weight increased, headache, fatigue, abdominal pain upper, pain, amnesia and weight loss poor outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, fatigue, headache, mental impairment, pain, rash, sciatica, urticaria, weight increased and weight loss poor with essure. The reporter considered medical device removal to be related to essure. The reporter commented: serious injury criterion and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Diagnostic results: labs done to find out what was wrong with consumer but they all come back normal. Quality-safety evaluation of ptc: quality safety evaluation of ptc most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 2 and 3 processed together. Social media content received : reporter added. Event added- medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.